Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm. The customer's blood glucose level was not impacted. Reportedly, there was a delay in clearing the altitude alarm. During follow up with tandem technical support, the customer was able to clear the alarm and resume insulin delivery.